Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The shock occurred while the system was programmed to the secondary sensing vector. Office testing found that the primary sensing vector was an option. The doctor may elect to replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection revealed a benign crack in the polycin vorite notch area next to the sense b electrode. The crack did not extend into insulation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The shock occurred while the system was programmed to the secondary sensing vector. Office testing found that the primary sensing vector was an option. The doctor may elect to replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The shock occurred while the system was programmed to the secondary sensing vector. Office testing found that the primary sensing vector was an option. The doctor may elect to replace the system with a transvenous system. There were no additional adverse patient effects. The system remains implanted.